Manufacturer narrative:
Keypad unresponsive or button error alarm not found during testing. Insulin pump passed the displacement test and the self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad unresponsive. Customer¿s blood glucose level was 108 mg/dl at the time of incident. Customer also reported that insulin pump had blank screen. Customer state that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.